Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical disc arthroplasty at c5-6. Post-op, cysct was found on films posterior to the implant. As a result of this anterior cervical discectomy and fusion (acdf) had to be performed in which the surgeon pulled the implant out using a cochlear. The surgeon said he broke the anterior portion of the polyurethane sheath taking the implant out. The surgeon inspected the implant and noticed the posterior portion of the polyurethane sheath was damaged as well. He said he did not break the posterior portion of the polyurethane sheath. He believes that the posterior portion of the polyurethane sheath was broken prior to the revision surgery and with it being broken the particle wear caused the cyst . The implant was completed explanted.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: there are multiple tears/rips in the anterior sheathing of the bryan discs. All of the tears/rips are non-uniform in appearance and do not appear to have been made by a surgical cutting device. The largest of the tears is ~15mm long and appears to have been made by two separate cuts that have intercepted each other. The other tears are ~3mm in length. All of the tears are off the center line of the implant. It would appear that tears may be the result of contract inside the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.